Manufacturer narrative:
Section a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between mar 20, 2024 and jun 5, 2024. Section e1: email address: unknown/not provided. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut into two pieces and a piece of one of the halves was cut off/missing. The lens was cleaned and presented with no issues that would have caused or contributed to the complaint event. No further evaluation was performed. The complaint issue "blurry vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted form the patient's left eye (os) due to blurry vision. It was replaced with a non johnson and johnson iol, no incision enlargement, no vitrectomy, and no sutures done. Patient doing fine, no patient injury. No other information was provided.